Manufacturer narrative:
(B)(4). Batch # m55a0m. Additional information requested and received: can you clarify what steps were taken to attempt to open the device once it was stuck: they fired the device and when releasing the firing button, the knife did not return. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch): red knife reverse switch and manual override. Was any buttressing material being used: no. The analysis found that one pse45a device was returned with a non working firing mechanism and with no cartridge reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and it was noted that the switch actuator post was broken leaving the switch actuator loose which lead the device not to fire. The device was not tested for functionality due to its condition, however the device was dry fired to test the condition of the firing mechanism and achieved its complete firing sequence without any difficulties. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, the device got stuck. The knife did not return back and they had to use manual override to get it back. There was no more firing needed after the event. There were no adverse consequences for the patient reported.